Event description:
It was reported, the patient experienced ¿sharp¿ stimulation at the battery site. A shocking/jolting sensation was also noted. Impedance testing and reprogramming were done, but results were not provided. The cause of the issue was not determined, however it was ¿wondered if¿ there was an insulation breach at the header block and plug in connection. The entire system was replaced with a new system and the issue was resolved. The best motor response was achieved for the patient with the new system. The lead was implanted in the same foramen as the previous lead and the same testing results were achieved as when the previous system was implanted. No information regarding the patient¿s recovery from the replacement surgery was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that there was a punchout hole in the #2 setscrew grommet. This could have led to pocket stimulation if the #2 electrode was active. There was also a fair amount of foreign material in the #1-2 connector port that may indicate the punchout hole existed for some time prior to explant. Analysis of the tined lead found that the #3 conductor was broken at the #3 electrode weld site 2.4 cm from the distal end. Circuits #0-2 ranged from 7.3-76.2 ohms when tested (electrodes to cut-off). Circuit #3 was open. There were no shorts between circuits (dry).

Event description:
Additional information received reported the patient was doing fine following the replacement procedure.

Manufacturer narrative:
Product ID 3093-28, lot# 020318205, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 7489-10, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.